Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to high blood glucose level on (B)(6) 2024. The patient was hospitalized for greater than 24 hours. The patient blood glucose level was 400 mg/dl. The patient was treated with manual injection no further information available.

Manufacturer narrative:
Patient city: (B)(6), patient country: united states.